Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the receiver displayed an errhwbbt. No additional patient or event information is available. The receiver was returned for evaluation. An external visual inspection was performed and passed. The receiver data log could not be downloaded because the unit would not turn on after charging. The reported event of an error icon display was undetermined due a failed charge and boot test. A probable cause could not be determined.